Event description:
It was reported the patient said it did not work during the trial and since they got the implant they were feeling much worse and it did not help with controlling their symptoms. It was stated the patient felt more sensitive, tender and raw in their pelvic area and had more bowel movements which caused very uncomfortable irritation. It was noted the patient used a lot of vaseline and was getting 10-12 bowel movements per day. The patient confirmed they still felt stimulation but it felt uncomfortable and they had bad irritation when they tried to turn the stimulation up. The patient stated they started on 1.2 volts and the patient turned it up to 3.6 volts. On the thursday prior to report the healthcare provider told the patient to turn the stimulation down to 3.4 volts and the patient turned it down to 2.9 volts to help with irritation. It was noted the patient still had irritation and discomfort. The patient stated ¿every time this thing comes on I am in pain¿ and they already changed the programmed once from program 1 to 2. It was noted the patient could only feel it when they were lying down or sitting down. The patient stated the manufacturer representative told them there may be a loose wire. Reportedly, the patient was ready to turn their device off and they felt like they were talked into it and it did not improve the quality of life. It was stated the patient knew how to change programs but was not getting results. It was later reported the patient was still having concerns with their device or therapy but were working with their doctor or manufacturer representative. It was stated the patient had an appointment scheduled for (B)(6) 2013. It was later reported the patient¿s healthcare provider told them to turn their stimulation off in december because the patient was having issues. It was stated the patient never really got adjusted to their therapy and they were not sure why their device was implanted because they did not get 50 percent relief. It was noted the stimulation was turned off because they were having rectum pain and once they turned it off the pain got better. The patient turned their stimulation back on the day of report and they were on program 2 at 2.1 volts and they decreased to 1.4 volts which felt good. The patient then changed to program 3 at 1.2 volts. It was stated the patient never had therapeutic effect but the patient realized the therapy did help a little because they were going to the bathroom a lot and wanted to make it better. Additional information received reported that the patient¿s device had been turned off for months. The patient thought they should have never been implanted because they did not get a 50% improvement in their symptoms and their symptoms didn¿t even improve by 10%. It was noted that the implant was not more effective that the trial and by december they had been through all the programs and turned the device off. The patient was told that once the device was set they could throw their patient programmer in a drawer and forget about it but that was not the case and they had to adjust stimulation with their position. It was reported that sometimes the patient felt a hurting sensation in their tailbone area where the lead was and it was an instant sharp feeling and then it went away and this started a few months ago. Every now and then the implant site got sore and this had been happening since implant. It was noted that after implant the patient was given antibiotics and couldn¿t take a lot of antibiotics. Every time the patient¿s health care provider (hcp) saw a little bacteria in their urine they would give the patient antibiotics. It was reported that the patient now had a condition called c diff from taking too many antibiotics and they had this condition in the middle of march and were hospitalized for 10 days in the middle of april and was also hospitalized in the middle of may. First this condition was treated with vancomycin and in may the patient was given deficid and was back on it currently too. It was noted that the only option after deficid was some type of transplant and the patient couldn¿t eat and lost 14 lbs. The manufacturer representative and the patient¿s hcp talked them into getting the implant even though they didn¿t get a 50% improvement and the patient was really upset about being talking into the implant. It was reported that the patient was very disappointed and would not recommend the implant to anyone. It was noted that the patient had been having back problems.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va06nun, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va06nun, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Conclusion codes have been updated.

Event description:
Additional information received from the consumer reported that the patient no longer used their implant since it had never helped their bladder symptoms. Stimulation was also too high and it was hard for the patient to take the sensation. The patient stopped using the implant 4 to 5 months after it was implanted and wanted to know if anything would happen to the implanted battery if they just chose to leave it implanted. The patient mentioned they had back issues they believed were from arthritis and not related to their implant. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was going to have procedures done and wanted to know if it was okay to have them. The patient was having an endoscopy, a colonoscopy, and a fecal transplant. The patient had a history of bleeding ulcers and felt like they were having a flare up at this time because they were having dark stool. The patient was also due for a routine bone density scan. The patient had 5 rounds of antibiotics for their c diff infection and because of this they were having a fecal transplant in the future. The patient had not used the device since a couple of months post-implant in (B)(6) 2014 because it never worked. The patient's trial was for both fecal and urinary incontinence. The patient had not been back to see their implanting hcp because they felt like they were talked into getting the device. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that, back in (B)(6) 2019, the patient indicated they had not used their stimulator as it ¿was not working¿ and that it had been turned off. The event date was noted as ¿6 years¿ as of (B)(6) 2019. There were no further complications reported or anticipated.